Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys would not boot up. No pt injury was reported.